Manufacturer narrative:
Continued e.1 phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional, through other company representative, reported "ruptured". This is for an unknown side. The device remains implanted.